Manufacturer narrative:
Corrected data: d2, g1, h6. Though the ereader unit was returned, the power supply adapter was not returned for evaluation. Though a root cause cannot be conclusively determined, a review of this event and other similarly reported events found that the issue may be attributed to the manufacturer of the power supply adapter. The issue has been escalated for further review and investigation. Escreen will continue to monitor and trend this issue.

Manufacturer narrative:
On 23-jun-2021, the escreen product analysis lab (pal) received the ereader¿ for evaluation. No power supply was returned with the ereader¿. Upon receipt, visusal inspection of the ereader¿ was performed. The ereader¿ had no scorch marks, melting, or any other signs of damage on the plastic or the main board pcb, but was non functional. A request for return of the power cord was completed and currently pending. A followup report will be submitted upon receipt of the power cord and completion of the investigation of the ereader¿. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures a historical review was performed on 14-jul-2021 for all related complaints regarding melted components. The timeframe selected was from 01jun2018 to 01jun2021 (minimum of 3 years prior to the issue being observed; 2 years=maximum shelf life of any esc product and 1 year=due diligence). See keywords below that defined this historical search. Keywords: ereader and melt 0 additional cases beyind this one were identified.

Event description:
On (B)(6) 2021, complaint (B)(4) was received. The customer reported that "the power cord/ box for their escreen ereader¿ has melted". No adverse patient consequences were reported. This event has conservatively been assessed as an MDR reportable malfunction pending additional investigation.